Manufacturer narrative:
An investigation was conducted: it was reported that during an atec procedure on (B)(6) 2025, an artifact was observed in the patient's breast after an MRI biopsy, in addition to the smark-m-ss2 marker that was deployed at the time. It is reported that the procedure was completed successfully; however, the customer reports that the patient required additional medical or surgical intervention. Initially, the complaint from the customer was filed against the atec biopsy device and marker. However, following investigation, it was determined that particles resembling those described in the customer complaint were found inside the introducer's sheath. As the customer confirmed that the atec introducer localization system (ils) was used during the procedure, it has been determined that the foreign material originated from the atec ils. MDR 1222780-2025-00359 was previously submitted against the atec ils for this event. As a result, this event is deemed no longer reportable for this device.

Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a smark-m-ss2 for atec procedure on (B)(6) 2025, an artifact was observed in the patient's breast after an MRI biopsy. It is reported that the procedure was completed successfully; however, the customer reports that the patient required additional medical or surgical intervention. No further information is available.